Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon cuffed. It was later reported that the catheter was allegedly deflated by the nurse, by attaching an empty syringe to the inflation port; and allowing the syringe to backfill on its own, after a slight pull back on the syringe to begin the flow.

Manufacturer narrative:
Received 1 used silicone catheter only. The visual inspection noted no obvious defects. Per the functional evaluation, the balloon was inflated with air and deflated; a cuff roll was not formed. After that, 10 cc of a mix of water and blue methylene was introduced with a syringe, and the catheter was left for 3 minutes resting on a flat surface. Then it was deflated by itself, and a cuff roll was not formed. The catheters active length was measured and the results were as follows: short side= 0.8295¿, long side=0.8325¿ (per specification, the active length is 0.60¿ to 0.90¿). The catheter active length was found within specification. However, the complaint was confirmed as cause unknown, based on the photos received in the preliminary evaluation, where the cuff roll was observed in the catheter.. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter balloon cuffed. It was later reported that the catheter was allegedly deflated by the nurse, by attaching an empty syringe to the inflation port; and allowing the syringe to backfill on its own, after a slight pull back on the syringe to begin the flow.